Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer¿s reported issue. Visual inspection revealed pin 1 of the pigtail adapter was burnt. Bench testing also revealed the adapter was not seated properly at the elbow connection and the wires were torn at elbow connection.

Event description:
It was reported to carefusion that the pigtail needed to be repaired, while in service, is was discovered that the pigtail adapter was burnt. There was no patient involvement associated with this complaint.